Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training on contact-detach sets with a territory manager, the patient experienced hypoglycemia with a reported nadir of 44 mg/dl and subsequent prolonged low glucose around 65 mg/dl for about three hours before later returning to range. Symptoms included hypoglycemia requiring carbohydrate intake. Outcomes included the need for self-treatment with oral carbohydrates and continued home monitoring without medical intervention. Investigation included complaint intake, user interview, and troubleshooting with education on use of infusion set handling and glucose management. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device alerts or alarms were reported. It was concluded that the event involved user-managed hypoglycemia with cause undetermined and that no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.